Manufacturer narrative:
This report is a duplicate and was reported in error. This event was previously reported under (B)(4) in our (B)(4) 2010 alernative summary report.

Event description:
Reportedly, the device was explanted after an implant duration of 167.20 months due to unknown reasons. The same model and size device was implanted as a replacement. No further details were provided. Information was learned through (B)(4) implant patient registry. The device will not be returned as it was discarded by the hospital. No other information is available. DHR has been started.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. Customer letter not requested. Device discarded by hospital, will not be returned for evaluation.